Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014. Supplemental report 05.

Manufacturer narrative:
(B)(4). Reporting period february 1, 2014 through march 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2014.

Event description:
It was reported by an attorney that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. .

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events - 70; gynecare gynemesh - 19; gynecare gynemesh* ps - 51.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reporting period (B)(6) 2014 .